Event description:
T was reported that the user replaced a freestyle libre 3 plus sensor and received a pairing failed alert with the ilet, after which an agent guided a restart of the ilet and a rescan that led to a sensor warmup and expected initiation of readings. Symptoms included no glucose data availability during the pairing failure. Outcomes included temporary interruption of cgm data until the pairing issue was resolved through troubleshooting. Investigation included remote troubleshooting and user education to restart the ilet and rescan the sensor. Investigation of this case revealed a sensor pairing failure that resolved with device restart and re-pairing, indicating a transient communication or setup issue with the cgm integration. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or transient software communication behavior consistent with known, correctable pairing issues.